Event description:
After using the electrode for 5 minutes, the isolation on the suction part of the electrode is damaged.

Manufacturer narrative:
The complaint device was received at mitek and visually examined, both with the naked eye and under power. Although the original complaint verbiage did not appear to be a reportable issue, the device is in a condition that we consider to be FDA reportable as a malfunction. The device is covered in bio material from the distal tip of the device to distal tip of the suction tube. The distal tip has some damage; the active wire is broken and bent away from the suction hole. Also,t here is a piece of ceramic missing from the 11 o'clock area. The damage appears to have been a result of an impact with something hard, like bone. We believe that this type of damage would only happen when the device is activated and in use, which would only happen in the body. There are numerous marks and abrasions to the distal tip indicating that some man handling was applied. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution in (B)(6) 2007. Given these considerations, we attribute the device's condition to a user issue. No further action is warranted.